Event description:
Synchromed pump placed after a traumatic accident caused spinal cord injury and chronic spasticity. Pump w/ baclofen worked well until late in 2005. The pain and spasticity returned in late 2005 to early 2006. Had "withdrawal" episodes with visits to the ER and clinic to dr and pain clinic. The nurses there said the pump was working fine and everything was okay. They upped the dosage several times, but they just got worse with more pain and no relief. Less sleep due to pain. Several falling episodes and injuries due to fall. I never saw the drs. At the pain clinic but the nurses kept following the dr's orders and are not listening to me. I went to a local gp who told me to ask for an MRI to see if the pump catheter was involved with the pain. Clinic refused MRI requests, why? Finally, gp wrote for an MRI.